Event description:
It was reported to medtronic minimed that the customer experienced damage. The customer reported blood glucose value of 570 mmol/l. The customer reported hyperglycemia, diabetic ketoacidosis, vomiting, pain, abdominal, diarrhea treated with hospitalization. The event involved product(s) unk_ngp. The customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. The customer reported high blood glucose. The customer has been using the insulin pump system within 48hrs of reported high blood glucose event. The customer has been using the auto mode/smartguard feature at time of high blood glucose event. No further patient complications were reported unk_ngp was requested, and the customer response was the device will be returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.